Event description:
A patient received ivtm therapy for fever management. The icy catheter (lot #173138) was smoothly inserted into the patient's right femoral vein in a single insertion attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm treatment. The patient's body temperature at the start of the treatment was 38.4 °c, and the target temperature was set at 37 °c at the max rate to cool the patient. One day after the initiation of the treatment, the customer noticed the saline solution in the 500-ml saline bag had decreased. No saline solution was found on the floor, the patient's bed, or the console. The customer suspected about 250 milliliters of saline infusion into the patient's bloodstream. The catheter was replaced, and the ivtm therapy was continued and completed using the same thermogard console. No patient injury was reported. The patient is stable.

Manufacturer narrative:
The reported complaint that "saline solution in the saline bag had decreased" was confirmed during functional testing. A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. During visual inspection, no physical damage was observed on the catheter. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 173138.